Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaws were observed to be coplanar. The handle was observed in the neutral position. The clip counter was not active. A part of the jaw assembly was observed protruding from the shaft from the top left window. The instrument was received inserted into a port. It was reported that during the laparoscopic cholecystectomy procedure, when the surgeon wanted to take the clip applier completely out of the patient's abdomen after the surgeon was finished clipping, it was noticed that it did not work, and when the surgeon wanted to squeeze the handle, it was noticed that the next clip would come oblique. Then, the surgeon had to take out the clip applier together with the trocar. To resolve the issue, a new 5 mm trocar was opened, but a new clip applier was not necessary. There was no patient injury. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of jaw protrusion. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, when the surgeon wanted to take the clip applier completely out of the patient's abdomen after the surgeon was finished clipping, it was noticed that it did not work, and when the surgeon wanted to squeeze the handle, it was noticed that the next clip would come oblique. Then, the surgeon had to take out the clip applier together with the trocar. To resolve the issue, a new 5 mm trocar was opened, but a new clip applier was not necessary. There was no patient injury.